Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device was offline on remote smart service and unable to turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer spoke with customer, and the unit was confirmed to be operational, with no further issues reported and no additional assistance was required. The system functioned as intended after the customer resolved the issue.